Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-08317) correction: lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported during routine follow-up, the device could not be interrogated. Patient was asymptomatic. The device was explanted and the patient is in a stable condition.